Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate displayed over 400 units of insulin, and then displayed over 300 units of insulin after 7.18 units of insulin was delivered. There was no reported impact to customer's blood glucose (bg) level. Customer continued to use the pump for insulin therapy.